Event description:
It was reported that increases in high voltage lead impedance and pacing lead impedances were observed. High capture threshold, poor sensing, and fracture were also noted. The lead was capped and replaced during device changeout due to normal eri.

Manufacturer narrative:
(B)(4).